Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (322 mg/dl) and a bolus via the pump was delivered to address the bg level. The pump supplies were changed. The customer's healthcare provider thought the high bg may be due to the customer "going through puberty". A pump system check was performed and no device issues were identified. Upon follow up, the contact reported that insulin injections were administered and the current bg dropped to 146 mg/dl and then to 112 mg/dl (target range).